Manufacturer narrative:
Unit received with button error alarm and had intermittent buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 155 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.